Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy, for the first firing of gastric tube construction, the device was set and opening/ closing were checked with no problem. Then, the surgeon tried to use the device; however, the jaws could not close properly. The cartridge was checked and noted that it was pre-fired. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.